Manufacturer narrative:
Follow-up 1: device evaluation: hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. The device alarmed once with the technical fault 9950 on the day of the event. This technical fault indicates a disruption in communication between the ipp and the vup. The event occurred during ventilation, however, no harm to the patient was reported. The device was exchanged. If such an event were to recur during ventilation, the therapy might be affected and therefore a potential deterioration in the patient' state of health cannot be excluded. Therefore this event is considered reportable. After the event, a test software was performed on the device and no issue could be detected. Additionally, the ventilator was left working on a test lung until (B)(6) 2025 and the failure could not be reproduced. Based on the available information, the root cause of the event could not be determined.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation, the device alarmed with tf 9950 . The stuff replaced the ventilator to another one. No harm to the patient was reported.